Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 200cc saline breast prostheses that both deflated after implantation. The patient noticed that her breasts slowly changed size and shape over the past year. Deflation of the left breast implant was confirmed by a physical examination. In addition, a physician noted that both breast prostheses have dropped out of pocket and that the patient is experiencing bruising bilaterally. Patient also reported that she has been experiencing pain in her left breast since (B)(6) 2018. As a result, the patient will undergo bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
(B)(4) ¿hematoma¿ was selected incorrectly. Hematoma does not apply to this event. On (B)(6) 2018, mentor received additional information about the event. After explantation surgery, it was discovered that the suspect medical devices did not deflate after all. Doctor¿s office also stated that they will not be sending the explanted devices back to mentor. (B)(4) no longer applies to this event. (B)(4).